Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they went to their doctor because they were having lower back issues. Patient stated the stimulator was not working and the doctor told them to call manufacturer to see if a representative could come out and reprogram the device. Patient said they were in a lot of pain. When asked for event date, patient mentioned for a while. During the call, agent walked patient through adjusting stimulation in group a, b and c. Patient then switched to group b and when patient increased the stimulation patient mentioned they can feel the stimulation on their right side. Patient increased stimulation in group c but said that was a little too high and messes with their stomach. Patient decreased the stimulation back down to a comfortable level and confirmed they can feel the stimulation on their right hand side not their back. Patient switched to group a and patient adjusted the stimulation but patient confirmed they can feel the stimulation on the right side of their back and the right side. Patient then mentioned they don't feel the stimulation on the right side of their back. Patient commented their implant was on their left side. Agent reviewed role of manufacturer representative (rep). The patient was redirected to their healthcare provider (hcp) to further address the issue.